Manufacturer narrative:
The reported glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported issue. When connecting the customer's glidescope go monitor to known, good, test, verathon equipment, the video image was normal. The camera image quality test was performed and passed. Upon completion of the evaluation, the customer's glidescope go monitor was returned back to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the image "goes black" during use. The customer reported the issue was isolated to just the glidescope go monitor after testing the monitor with several single-use laryngoscope blades. They suspect it may be a connectivity issue with the hdmi port on the glidescope go monitor. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.